Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received the elective removal indicator (eri) from their deep brain stimulation (dbs) implantable pulse generator. The patient underwent a procedure where the ipg was replaced with another of a different model. Physical analysis could not be performed in our laboratory, as the device was retained by the facility. The patient did well post-operatively.